Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia/atrial fibrillation (af) episodes and on the current electrograms (egm) and diminished p waves. The ra lead remains in use. No patient complications have been reported as a result of this event.